Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e1; e3 upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information was received. External fem-fem bypass was placed prophylactic in the catheterization lab. The bypass was still patent, however, the patient developed limb ischemia requiring device explant.

Manufacturer narrative:
B5 additional information was received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 76 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. No other medical history was shared. The team had to prophylactically place a fem-fem bypass in the catheterization lab, but still the patient developed limb ischemia with the cp inserted in the 14fr introducer on the day after insertion. The 14fr introducer had not been peeled away which is not best practices as noted in the instructions for use. The bypass provided by the fem-fem was patent but, the leg was ischemic. In addition on the day after the pump and introducer insertion there was a drop in the labs of hematocrit and hemoglobin, despite no active bleed seen, and so the team infused back 2 units of blood. The patient was too unstable to transport for imaging. Anticoagulation necessary for the pump placement and support can contribute to bleeding. After 27 hours of support the patient had the impella weaned and the patient survived.